Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure on (B)(6) 2025, during follow up imaging the hydrogel was absent. On (B)(6) 2025, the hydrogel appeared normal on imaging. On (B)(6) 2025, the hydrogel appeared to be absent. The hydrogel was possibly misplaced in the rectum and excreted.